Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 for consecutive stalled motor and the alert reappeared after a device restart, after which the pump was replaced; the event involved an insulin delivery malfunction. Symptoms included prolonged hyperglycemia, with glucose readings reported as ¿high¿ for more than six hours. Outcomes included user-initiated transition to backup therapy without ketone testing, medical intervention, or assistance. Investigation included device replacement logistics and receipt and inspection of the returned device. Investigation of this case revealed a persistent malfunction consistent with an insulin delivery motor/encoder fault, preventing successful rewind, which aligns with previously identified device component issues affecting the insulin drive system. It was concluded that the cause was a device-related malfunction of the insulin drive encoder.